Event description:
The us complainant reported the impella cp was placed successfully with ideal positioning on a 65-year-old male patient. As soon as the impella was positioning in the left ventricle (lv), the patient went into ventricular tachycardia (vt) which turned into ventricular fibrillation (vf). The cp was removed and intra-aortic balloon pump (iabp) was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.